Event description:
It was reported by service report that the safety bar springs are broken and will not allow the safety bar to engage the safety hook. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.